Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to a short in the piezo buzzer, due to deterioration of the buzzer's silver coating that created a silver bridge between two pins. The silver bridge was caused by contamination.

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition, while on the low or high volume settings. The pump was returned to the biomedical engineering department with an unsigned note that stated, "no audible alarm." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition while on the low or high volume setting. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.